Event description:
Subsequent information received to the initial medwatch report, additional information was received stating that it was reported that while unpacking a 2.5x23 xience v rx drug-eluting stent delivery system from its dispenser coil, the shaft was noted to be "deformed." The xience was subsequently introduced into the anatomy, but was unable to be advanced toward the lesion in the moderately tortuous right coronary artery due to a deformed catheter shaft. After multiple attempts to advance and increasingly applied force, the shaft fractured at the deformed location, with the fracture site located inside the anatomy. The xience delivery system was withdrawn without resistance from the anatomy, and another 2.5x23 xience stent delivery system were used with same whisper guide wire and a non-abbott guiding catheter, and the procedure was completed successfully. There were no patient effects and no clinically significant delay in completing the procedure. Returned goods analysis indicates that the device was returned with bends and kinks, but not fractured. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after damage/excessive force. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Weakened/deformed and fractured/broken shaft could not be confirmed; however, the multiple bends and kinks in the shaft were noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. It should be noted that the xience v instructions for use (IFU) states that prior to use, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. Additionally, the IFU states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in a lesion in an unspecified coronary vessel, a 2.5x23 xience v rx drug-eluting stent delivery system was advanced to the target lesion, but the stent was unable to be deployed. A new unspecified extra support guide wire and guiding catheter were used with the 2.5x23 xience stent delivery system without success. The 2.5x23 xience reportedly did not "externalize from the guiding catheter". Device damage was noted and the device was described as a "weakened catheter". A 2.5x18 xience was used successfully to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).